Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2024 resulting in fixture loss. There are no plans to reimplant the patient with a new cochlear device as of the date of this report.